Event description:
It was reported that stent failure to expand and fracture occurred. A 6x150, 130 cm eluvia stent self-expanding was selected for use. During stent deployment, incomplete expansion was observed at the distal segment, followed by a stent fracture. A portion of the stent remains implanted. The device was partially explanted, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that stent failure to expand and fracture occurred. A 6x150, 130 cm eluvia stent self-expanding was selected for use. During stent deployment, incomplete expansion was observed at the distal segment, followed by a stent fracture. A portion of the stent remains implanted. The device was partially explanted, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was a chronic total occlusion (cto) and it was non-tortuous and mildly calcified. The target lesion was proximal to distal superficial femoral artery. The lesion was predilated with poba 5mm, and the device advanced via contralateral approach. The detached portion was pulled.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Media review: media was received in the form of a two radiographic images of the target lesion and a short video also of the target lesion. Review of media shows the physician attempting to deploy the stent via pulling backwards on the delivery system. It also does not appear that the middle shaft radio-opaque marker has been sufficiently retracted past the proximal stent markers to allow for deployment. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the eluvia device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.